Manufacturer narrative:
Continuation of medical devices: 305c227 tissue valve implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the device showed that the right ventricular (rv) lead had vt-ns (ventricular tachardia-non sustained) episodes recorded with t-wave oversensing post rv sensed beats. It was noted that these episodes had occurred four months ago. The rv lead remains in use. No patient complications have been reported as a result of this event.